Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc), the physician accidentally fractured the 3maxc while removing it from its packaging hoop. It was also reported that the 3maxc was fractured into two pieces. The damage to the 3maxc was found prior to use and, therefore, was not used in the procedure. The procedure was completed using another 3maxc.